Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit for hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The patient stated that he went to the ER due to his blood glucose reaching 600mg/dl. He was diagnosed with dehydration and treated with IV fluid, an insulin IV, and an insulin injection. He reported that his bg meter was reading incorrectly compared to medical readings resulting in also calling paramedics go to his home after he had returned from the hospital.

Manufacturer narrative:
The returned product was evaluated and performed within specifications. The reported inaccurate test results were not confirmed. No malfunction or product defect that would have contributed to reported hyperglycemia and hospital visit.